Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary testing revealed a no output condition, which was the result of lifted hybrid bond wires. Analysis of diagnostic data found the leads measured an open in 2009, which was the device explant date.

Event description:
It was reported that the device was being replaced electively, when it went to no output while being manipulated out of the pocket, during the explant procedure. No patient complications have been reported as a result of this event.